Manufacturer narrative:
A product investigation was conducted. Visual inspection: the instrument was received at us cq and upon inspection it can be seen that the distal threads of the locking nut broke (not returned) preventing the device from functioning as intended. No other issues were identified. A device failure was identified. Dimensional inspection: a dimensional inspection was not performed due to post manufacturing damage. Document/specification review: the relevant drawings were reviewed: based on the review of the above drawings, no design issues contributing to relevant complaint condition were identified. Conclusion: no definitive root cause was able to be determined as the circumstances surrounding the complaint are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: part: 03.816.801, lot: 9345913, manufacturing site: (B)(4), release to warehouse date: 13.april 2015, a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, during inspection of set at loaners department it was found out that the screw of a strong arm connector was damaged. There was no patient involvement. During manufacturer's investigation of the returned device it was identified that the distal threads of the locking nut broke (not returned) preventing the device from functioning as intended. This is report 1 of 1 for complaint (B)(4).